Event description:
Evaluation summary: the balloon was unfolded and several kinks were detected on the shaft. The guidewire lumen was flushed by connecting a syringe filled with water to the hub. The water exited at the tip normally. No leaks were identified. No leaks were identified in the gw tube. The balloon was inflated at nominal pressure 3 times and no burst was detected.

Event description:
An attempt was made to use an amphiprion deep pta balloon catheter to treat a with 100% stenosis in the anterior tibial artery. Vessel was moderately tortuous. The amphiprion deep device and the guide wire were examined before use and no abnormalities were noted. The guidewire lumen was flushed before insertion into the patient and no abnormalities were noted. Mild friction was felt with the guide wire. The balloon was inflated twice: 1st inflation at 7atms for 60 seconds; 2nd inflation at 14 atms for 60 seconds. Then several attempts were made to advance the wire more distally through the balloon; however it was reported that , in the last attempt, the wire made a hole in the catheter approximately 2-3 cm above the balloon. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: incorrect technique/ procedure (force used in attempt to advance the wire). Conclusion: device failure due to user handling (force used in attempt to advance the wire).

Manufacturer narrative:
Evaluation: results: (based on the information available no root cause can be determined).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.